Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery. The customer stated that the alarms have occurred repeatedly since (B)(6) 2015. Customer stated the tubing is not kinked. The customer also mentioned receiving a motor error alarm. Customer did not recall the date and motor error alarm did not show in the alarm history. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.